Event description:
Revision surgery - due to the patient dislocating their shoulder.

Manufacturer narrative:
The reason for this revision was a dislocation after three months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. A total of (B)(4) parts were placed on ncmr# (B)(4), (B)(4)were accepted as is and 3(B)(4) were reworked. The parts were re-inspected and deemed as acceptable since the form, fit, or function expected results would not be affected. A review of the product complaint report history showed this is the first complaint against lot number 864c1437. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of these complaints have been attributable to patient joint dislocations. Other investigations have been for trauma, instability and infections. The investigation reports the patient had a dislocation but offers no definitive information explaining the circumstances/root cause of the dislocation. There are no indications of a product or process issue affecting implant safety or effectiveness.